Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call high blood glucose and low battery alarm. Customer's blood glucose level went as high as 567 mg/dl. Customer treated their high blood glucose via insulin pump and manual injections. Customer had a low reservoir alarm in addition to the low battery alarm and they were assisted with clearing the alarms. Customer was advised a replacement battery cap would be sent out. Customer's husband declined to troubleshoot for high blood glucose levels.